Manufacturer narrative:
Health impact and evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause is the down-stream occlusion (dso) sensor. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the patients relative called regarding two pumps that were giving high pressure error. Relative advised that the cassette on one pump was changed and it fixed the error but then gave the high pressure error shortly after changing. They advised that they changed tubing and cassette and pump and was able to continue the infusion. Relative was advised that if the high pressure alert continues then it would be advisable for them to have the patients central line checked. This is a continuous infusion set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. There was no patient injury reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.